Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lv threshold was high, and lead was dislodged. The physician decided to cap and replace the lv lead. The patient is stable.